Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. An error alarm after battery change and pump setting reset due to leaky voltage on interface board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump resets itself whenever the battery was changed. The customer's blood glucose was 14.6 mmol/l. The alarm history was checked and there were low reservoir alerts, multiple error alarms, and low battery alerts. Nothing further was reported.